Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However vessel perforation and hemorrhage with neurological sequelae are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. Subject device remains implanted.

Event description:
It was reported that during initial procedure of stenting the aneurysm with the stent (subject device), vessel perforation occurred. Bleeding occurred from a posterior perforator at the basilar apex. No coils were implanted. Hospitalization/prolonged hospitalization was required. The patient neurological assessment 24 hours post procedure was national institutes of health stroke scale (nihss) 2, modified rankin scale (mrs) 4, and mankin histological - histochemical grading system (hhgs) was iii. The patient neurological deficits included right pronator drift, hemiparesis and right site ataxia. The subject gradually improved in the next few days. Two-month post-procedure nihss was 2 and mrs was 2. Six-month post-procedure nihss was 0 and mrs was 0. The sah stopped approximately 2 month-post-procedure. The sah was resolved with residual effects. Reevaluation of the event by a clinical event committee (cec) updated the event as a subarachnoid hemorrhage (sah) related to the subject stent. Approximately 6-month post-procedure, according to the facility, a non-stryker stent was implanted as part of planned stent fix to treat the original vessel perforation and because no coils were inserted into aneurysm on index procedure. The event of stenting 6-month post-procedure has been reevaluated by the clinical events committee (cec) as a re-intervention of index target lesion and related to the subject stent.